Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the frame appears to be bent, wheels are not working either.

Manufacturer narrative:
The device was evaluated by the returns department which found that the seat rails were bent but there was no wheel malfunctions found.

Event description:
Dealer is stating that the frame appears to be bent, wheels are not working either.